Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle package was found damaged before use, thus affecting sterility. The following information was provided by the initial reporter: pharmacy complained that the needles were not properly sealed. Therefore, the needles were not sterile and looked out freely.

Manufacturer narrative:
H6: investigation summary twelve open 32g x 4mm pen needle samples and twelve teardrop labels were returned from lot. No. 1264524, cat. No.320561. Visual examination was carried out on all twelve samples and no issues were observed. Evidence that a seal had been applied to the cover was observed on all twelve samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle package was found damaged before use, thus affecting sterility. The following information was provided by the initial reporter: pharmacy complained that the needles were not properly sealed. Therefore, the needles were not sterile and looked out freely.